Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced both low and high blood glucose while using the ilet system; the user ran low after the pump reportedly overcorrected a prior high, and a separate high occurred when the infusion set detached during sleep. Symptoms included itchy skin during the event. Outcomes included successful self-treatment with oral glucose in the form of candy and lemonade, no need for outside assistance, and no medical intervention or hospitalization. Investigation included review of device data and user reports. Investigation of this case revealed that the pump was adapting and delivered correction leading to hypoglycemia, and that hyperglycemia was associated with an infusion set dislodgement event. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hypoglycemia and that troubleshooting and education were completed. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.